Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed 07 oct 19 0 non-conformances on this lot number final micro and sterility tests passed (B)(4) units released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer was unknown. There was no cement bond to implant. Doi: (B)(6) 2014. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced medical device removal and surgical intervention with device revision or replacement. Changed loosening interface (from cement to impant to unknown).

Event description:
Patient received a left knee revision to treat pain, impaired mobility, and osteolysis secondary to aseptic loosening. Upon entering the joint, the surgeon identified and excised periarticular synovitis. The surgeon notes there was femoral condyle and tibial metaphyseal osteolysis. The femoral component was loosened at an unknown interface and revised. The tibial tray was grossly loose and debonded at the cement to implant interface. The surgeon notes there was some femoral condyle and tibial metaphyseal bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a depuy sigma revision construct utilizing depuy cement x 3. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: (B)(6) 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4), units released.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.